Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges that the patient suffers from severe pain, discomfort, inflammation, and a popping/snapping sensation. It is also alleged that the patient suffers from toxic amounts of cobalt chromium metal ions and particles to be released into the blood, tissue, and bone surrounding the implant. Update rec'd (B)(6) 2014 - sales rep reported revision surgery for the right hip. Patient was revised to address pain. The femoral stem, acetabular cup, and screw are now being added to the complaint. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.